Manufacturer narrative:
(B)(4). Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To assure that all products perform according to specification, all sds are 100% inspected for proper balloon fold configuration and damage on line, and a sampling of units is destructively tested for proper balloon deflation. Return of the xience prime sds may have assisted in the investigation and determination of a cause. The anatomical conditions were reported as mildly tortuous and moderately calcified and the sds was reportedly only inflated to 10 - 12 atmospheres, either of which may have contributed to the reported difficulties. Although a conclusive cause could not be determined, there is no indication of a lot-specific product quality deficiency. The lot history record review and similar incident query for this product was not performed because lot number was not reported and the product was not returned for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. The lot number was not provided; therefore, a review of the lot history record will not be performed. A follow-up report will be submitted with all additional relevant information.

Event description:
The rx xience prime 3 x 28 mm balloon was inflated in 2 atmosphere increments. No post dilatation was performed. No additional information was provided.

Event description:
It was reported that during an interventional coronary procedure, an unknown-sized xience prime stent was deployed. After expansion and then deflation, the balloon was found to be adherent to the stent after stent deployment. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.